Event description:
I live in (B)(6), I have contacted (B)(4) that is the supplier of dexcom g5 in (B)(6) without satisfactory resolution/answers. I have contacted dexcom (USA) also and am awaiting reply, but felt it necessary to report this as it is of great concern. My grandson, (B)(6) was in my care this past weekend. He is now on the dexcom g5. I am concerned that the cgm readings are so far off from the actual fingerstick readings. Examples are as follows: cgm mmol/l mg/dl), fingerstick mmol/(mg/dl) 7.9 (142),2.5 (45) 18.2 (328), 12. (220) 20.7 (373), 14.7 (265) the first inaccurate reading, could have easily been life threatening had I not picked up on his subtle changes and performed a fingerstick relying on the g5. The main thing that sticks out when I (B)(6) search the dexcom g5 is: "introducing the dexcom g5 mobile cgm system. The only FDA-approved cgm system that lets you make treatment decisions without pricking your finger. Dexcom g5 mobile is the only device that lets you treats without pricking your finger" (quoted directly from website). I, myself have been diabetic for over 40 years and have watched and experienced the changes and frustrations in technology. I, personally use the freestyle libre. At any given check to see accuracy, at most it has been 0.5mmol difference. (This is against 3 different home glucose meters, all different mfrs and from lab results. I am highly confident in bolusing and treating based on my libre. I can not say the same for the g5- in fact, I would run the other way from it's use. The answer I received from (B)(4) is: "I can see from the examples listed in the cgm was certainly out of the 20% that dexcom would consider accurate. As you may or may not know, it is common for there to be a small difference between cgm and bg readings due to the samples being taken from different fluids. We would normally advise calibrating, waiting 15 minutes, checking the bg again and if needed, repeating this process so that three calibrations 15 minutes apart have been performed. This in most cases brings the sensor back within the 20%." This answer is directly contradicting what is stated on the website and is extremely scary. This g5 is on a patient that doesn't know when he experiences hypo or hyperglycemia. Luckily enough, I can normally pick up the subtle differences he displays that indicate to me that he is hypo or hyperglycemic, his mother can not and this has been a major influence in why she chose to get the g5. I am a decisive and dedicated advocate for my grandson and his diabetes. I realize that there are many that do not have that. I realize that some parents/caregivers will not be able to pick up on the slight subtle changes to treat for hypo and hyperglycemia and will depend on things such as the g5 for the help. This is a scary thought if what I experienced is any indication. I realize that nothing in technology can be 100% all of the time, but this is an example of three times in well less than 12 hours and the answer I received is in contradiction to the selling points listed. "I do not have the sensor for the g5 as his mother does the senor changes and she has thrown it away.